Event description:
It was reported that, the right atrial (ra) lead from this cardiac resynchronization therapy pacemaker (crt-p) exhibited noisy signals and high impedances out of range that triggered the safety switch. The health care professional (hcp) indicated that this appeared to correlate to a time when the patient was in clinic and reverted mode. The technical services (ts) indicated that the ra lead showed integrity problem in the past because the device has recorded three episodes of sam (signal artifact monitor) those episodes revealed the mv senser signals. The ts provided troubleshooting options. This crt-p remains in service. No adverse patient effects were reported.